Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product odour abnormal "dead animal smell from the essure". In november 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (plaintiff had surgery to remove the essure, hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery. Concerning the injuries reported in this case, the following one/ones were reported via social media: dead animal smell from the essure. Most recent follow-up information incorporated above includes: on 10-aug-2018: social media post received. Reporter's information was updated. Event added: dead animal smell from the essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (plaintiff had surgery to remove the essure, hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Patient¿s address was added. Patient¿s detail was added. Abnormal bleeding (vaginal, menorrhagia) were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621679) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product odour abnormal "dead animal smell from the essure". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (plaintiff had surgery to remove the essure, hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery. Left and right fallopian tube - essure spiral coils counted - 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occlusion. (B)(6) 2007 hysterosalpingogram showed impression- 1. Occluded right fallopian tube via the essure device. 2. Evidence of free spill of contrast out the distal end of the left fallopian tube. (B)(6) 2007- hsg - single non-occluded tube noted, essure coils in correct position. Concerning the injuries reported in this case, the following one/ones were reported via social media: dead animal smell from the essure. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical record was received. Lot number, reporter information, lab data were added from mr. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product odour abnormal "dead animal smell from the essure". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). The patient was treated with surgery (plaintiff had surgery to remove the essure, hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery. Left and right fallopian tube - essure spiral coils counted - 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral fallopian tube occlusion. (B)(6) 2007 hysterosalpingogram showed impression- 1. Occluded right fallopian tube via the essure device. 2. Evidence of free spill of contrast out the distal end of the left fallopian tube. (B)(6) 2007 - hsg - single non-occluded tube noted, essure coils in correct position. Concerning the injuries reported in this case, the following one/ones were reported via social media: dead animal smell from the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 621679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product odour abnormal "dead animal smell from the essure". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)- (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery. Left and right fallopian tube - essure spiral coils counted - 4. Currently reported essure insertion date was (B)(6) 2006. Discrepancy in confirmation test results: right occlusion only in current fu (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: occluded right fallopian tube via the essure device. 2. Evidence of free spill of contrast out the distal end of the left fallopian tube; on (B)(6) 2007: single non-occluded tube noted, essure coils in correct position; on (B)(6) 2007: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: dead animal smell from the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event abdominal pain was added. Essure insertion date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: plaintiff need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.